Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where hemostatic valve damage and leakage was observed. It was reported by the caller the procedure is unknown. The hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small sheath was broken. The caller states there was a backflow of blood coming from the valve of the sheath. The sheath was exchanged and the issue was resolved. The case continued without any further incident. The carto 3 is working per specs. The sheath has been determined to be the root cause of the product complaint. There was no report of patient consequence. Follow up is in progress however, no further information has been made available. Should more information become available in the future; the reportability decision will be reassessed.

Manufacturer narrative:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where hemostatic valve damage and leakage was observed. It was reported by the caller the procedure is unknown. The hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small sheath was broken. The caller states there was a backflow of blood coming from the valve of the sheath. The sheath was exchanged and the issue was resolved. The case continued without any further incident. On 9/23/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. A visual inspection was performed, and it was found that the hemostatic valve is dislodged inside the hub of the device. The finding was reviewed and determined it continues to be deemed an MDR reportable malfunction. Device evaluation details: the device evaluation has been completed. A visual inspection was performed and it was found that the hemostatic valve is dislodged inside the hub of the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and bleed back since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 9/20/2020, the product investigation was completed as no product was returned. It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where hemostatic valve damage and leakage was observed. It was reported by the caller the procedure is unknown. The hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small sheath was broken. The caller states there was a backflow of blood coming from the valve of the sheath. The sheath was exchanged and the issue was resolved. The case continued without any further incident. The carto 3 is working per specs. The sheath has been determined to be the root cause of the product complaint. There was no report of patient consequence. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).